Manufacturer narrative:
The surgeon maintained he checked for fluid flow through the sleeve ports before entering the eye. The scrub sister, who attended the case, was certain the surgeon had not checked for flow, and had simply placed the phaco tip in the eye and then depressed the foot pedal. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The tip has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reported a phaco burn occurred during surgery. On the first pass in sculpt mode, the surgeon noticed that there was significant "milking," and that the tip did not appear to be cutting efficiently. The occlusion tone from the system was sounding continuously. The surgeon removed the tip from the eye, and they noticed that the patient had received a mild phaco burn at the incision site. The tip was then inserted into a beaker of sterile bss and the foot pedal was depressed, which caused the occlusion tone to occur again. The case was completed, without further complication, following a tip change (from the same box). The patient received two sutures to secure the incision against leakage. On the first day post-op, the surgeons were happy with the patient's outcome.